Event description:
It was reported that this patient was involved in a car accident a few months ago and it was believed the patient injured his left arm. Now, this patients right ventricular (rv) lead is exhibiting high thresholds measuring 7v @ 2ms from 2.5v @ 2ms. Pacing and shock impedances were noted to be within normal range. It was also reported that this patient experienced non sustained ventricular episodes with no indication of noise. This patient is not pacing dependent. The physician elected to replace the rv lead. Subsequently, this rv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.